Event description:
New information received notes the right ventricular (rv) lead and right atrial (ra) lead both presented with inappropriate pacing, loss of capture, and loss of sensing. The rv lead had r-wave amplitude variation and the ra lead had p-wave amplitude variation. The rv and ra leads also had multiple episodes of high ventricular rate due to oversensing noise and inappropriate automatic mode switch. Both leads were explanted and replaced in a procedure on 2 dec 2021. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of clavicle crush, high pacing impedance, r- wave amp variation, failure to capture, noise, and failure to sense were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush fracturing/ separating all five filars of the outer coil and damaged the inner insulation at the middle region of the lead. The cause of the reported events was due to fractured/ separated outer coil and damaged inner insulation consistent with clavicular crush.

Manufacturer narrative:
Correction: d4, h4.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-23076. It was reported a patient's right ventricular lead presented with high pacing impedance. The atrial lead presented with low sensing and high pacing impedance. An x-ray was performed and revealed clavicular crush on both leads. Intervention discussed but no changes were reported. The patient was stable.